Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following an pulse field ablation (pfa) procedure ablation using a farawave pfa catheter the patient experienced unspecified renal issues. After the procedure, and prior to discharge, the patient's urine was observed to have a "markedly dark colour". Acute kidney injury and hemolysis were ruled out, but the patient's hospital stay was extended so blood tests could be performed, and fluid could be administered. Multiple cardioversions were performed with a different device throughout the procedure and isolation of the posterior wall and svc was performed with the farawave. The svc and posterior wall isolation performed with the farawave is considered off-label use as the pfa catheter is only indicated for pulmonary vein isolations. No information has been provided about the patient's discharged, however, they are expected to make a full recovery. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.